Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported there are two complaint samples with the same defect. A quality evaluation/product testing occurred on 07/15/2014 and 07/17/2014 for two unused tracheotomy plain tubes, i.d 8.0mm, fitted with neck strap assembly. Products were received in a sealed hard blister pack printed with product information as per specification for work order# (B)(4) enclosed in an envelope labeled as # (B)(4). Work order# (B)(4) product was found to be sterilized based on information from the review of assembly work order #(B)(4) retrieved. Products were carefully examined. Tubes appeared to have straightened when removed from the plastic bag. Dimensional of the returned products were performed to confirm the angle of tubes based on our internal drawing. The angle of tubes based on our internal drawing. The angle of the tubes was found not within the established specification of 90 degrees to 100 degrees. Review of assembly record did reveal that (B)(4) of bending rejected was detected during inspection process and the defective parts were rejected and discarded. Review of the risk assessment files does cover potential cause and it's controlled. Review of the complaint trend within 2009 to ytd june 2014 showed there was no significant negative trend was observed. An analysis of the returned sample provided was measured and did not perform to our requirement based on the evaluation where the curvature of the tube was found not within specification. However, this complaint issue was communicated to our manufacturing personnel and a corrective action is being assessed and documented in our CAPA system. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the tubal angle was too straight for the customer to use the product.